Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas had a small exterior crack near the left side and the touchscreen became unresponsive, rendering the device nonfunctional and necessitating replacement; the user¿s blood glucose was not affected, and the user continued cgm monitoring via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued therapy via replacement device after standard startup. Investigation included customer interview, verification that the device could not be operated due to a nonresponsive display, and collection of the device for evaluation. Investigation of this device revealed a damaged enclosure and a nonresponsive screen consistent with physical damage to the user interface component, preventing normal pump operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.